Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to the deformation of the air/water nozzle caused the opening section dent, which resulted in clogging of the foreign material since it was unable to be discharged. Or else, it is presumed that the foreign material which adhered inside the air/water nozzle was insufficiently removed since reprocessing failed to be performed in accordance with IFU, which resulted in clogging of the foreign material. Olympus will continue to monitor field performance for this device.

Event description:
Company representative sent a repair request reported with an issue of "leak". No harm was reported. No patient harm, no user injury reported . Device evaluation found foreign matter exiting in the device nozzle. This report is being submitted due to the finding of foreign material in the nozzle (handling, insufficient cleaning issue) identified during device return evaluation.

Manufacturer narrative:
The subject device was received and evaluated. Device evaluation found the reported issue of "leak" was not reproduced, was not confirmed, however, the device a-rubber (bending section) noted to be loose (slack), the adhesive has a crack, the adhesive connection has a chip. Adhesive on a-rubber has white-clouded area. Furthermore, inspection found foreign matter exiting in the device nozzle attributed to be due to handling issue, insufficient cleaning . The nozzle in addition noted to be deformed (handling issue). Additionally, the following defects were identified during device inspection: connecting tube has a scratch. Connecting tube has a wrinkle. Light guide (lg) lens has a chip. Adhesive around lg lens is peeled. Universal cord has a wrinkle. Scratch noted on objective lens, protector of universal cord on s-connector side, forceps elevator, connecting tube. Investigation is ongoing. This report will be supplemented accordingly following investigation.